Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed, but it is unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results found that the push catheter was torn, therefore this has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4) for the event revealed by the investigation of push catheter torn. The delivery system was returned for evaluation, however the stent was not returned. Visual evaluation found the pull wire to be bent. The suture hole in the push catheter was slightly elongated and is consistent with the deployment of the stent. The push catheter was accordioned near the hub and was split open approximately 5.5 inches from the hub on the proximal end of the device, exposing the pull wire. The pull wire could not be retracted due to the condition of the returned unit, however the locking mechanism functioned properly. The condition of the returned device is consistent with difficulty experienced during deployment. It is likely that procedural or anatomical factors such as tortuous anatomy were encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.